Manufacturer narrative:
Unit received with critical pump error due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a open book image. Troubleshooting was performed for open book image. No harm requiring medical intervention was reported. Customer was in the water park. The insulin pump will be returned for analysis.